Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without its posterior cuff, posterior needle tip and suture limiting the scope of the investigation. Inspection detected a link to posterior cuff detachment. A detached link may appear as a cuff miss in the field as suture retrieval from the device would not occur. There was no detected device or plunger damage that may have contributed to the detected link to cuff detachment. Blow through marks were present on the posterior foot indicating the posterior cuff had been ejected from the posterior foot. A possible cause for the detached link may have been during step # 3 of deployment, plunger withdrawal, when the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link detachment can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). The patient was reported to have suffered from peripheral vascular disease and did have a previous arteriotomy and device closures which may have played a role in the complaint but could not be confirmed. No manufacturing or quality issue was detected with the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. It was reported that an anterior cuff miss occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.